Event description:
Per the clinic, the patient experienced severe pain/non-auditory sensations, and the implant had migrated directly behind the ear (specific date not reported). Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.